Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the customer had high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer¿s current blood glucose level was 443 mg/dl. The customer had symptom of nausea related to high blood glucose level. The drive support cap was normal. The customer performed hp test which failed at first attempt and passed in second attempt. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit was functioning properly. Unit was received with cracked case on display window corners, cracked lcd window, and cracked reservoir tube lip.